Manufacturer narrative:
The events of capsular contracture, nipple sensation increase/decrease, seroma, and deflation were previously reported via asr on (B)(6) 2016, in addition to lab analysis results. Device labeling addresses: "potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." "Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Healthcare professional reported left side deflation, decreased nipple sensation, late presenting seroma, and capsular contracture, baker grade IV. Treatment has occurred. Patient additionally reported that following explant surgery, they were diagnosed with alcl, and stated the "cancer developed" because they are "allergic to the plastic". Health professional confirmed that the patient does not have a cancer diagnosis separate from alcl. Patient reported they experienced "swelling, dimpling, wrinkling, and tenderness on and off for 10 years". Event will be captured as lymphoma as pathological markers to confirm alcl have not yet been received.